Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss of therapy. The patient reported that they had used their device and it worked really good. The patient noted that they needed to turn it up, so they did and it worked for a while but then it quit working, the patient¿s symptoms came back. The patient stated that it was all the way up to 8 v and that they could not get it to a different program, which the patient referred to as frequency, as they did not know how to do that. The patient was assisted with changing to program 3 and stimulation was increased to the highest number available, 8 v, but did the patient did not feel stimulation. The patient synced using the patient programmer (pp) and noted that stimulation was on. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.